Event description:
Provider states the 4-way valve is sticking. Per independent repair center statement, the unit has low 02 or a yellow light. The key failure was the 4-way valve sticking. Additional malfunctions were the pilot valve being defective which was replaced and the on/off switch on the control panel being replaced.